Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The permanent cautery hook instrument has been returned and evaluated by the failure analysis team. The instrument was found to have thermal damage on the monopolar yaw pulley at the distal clevis. Material appears to have burnt off from charring that occurred near the distal clevis. The instrument failed the electrical continuity test. Components adjacent to the yaw pulley show thermal damage.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the permanent cautery hook instrument for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted thymectomy surgical procedure, the permanent cautery hook instrument emitted smoke at the joint. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and nothing in particular was observed. The reporter was in the room when the event occurred. No arcing was seen during the procedure, just smoke coming out of the articulation of the hook right after the burning of tissue, for about 5 seconds (when the use was over). It was not the tissue burning, it really was coming from the instrument. Monopolar energy was used at the time with coag settings at 8, and the instrument was connected properly. The instrument was in use for less than 10 mins prior to the event. A bipolar grasper was close but not in use at the time. The instrument tips did not collide with any other instrument or tool during the procedure. The jaws were not immersed in liquid, there might have been tissue in there but when rubbed clean, smoke was still coming out of it. The surgeon does not know what caused the issue, at first, he wanted to keep on using it, but then became nervous that the hook was not well insulated, so stopped the use of it. The patient has not returned to the hospital due to experiencing any post-surgical complications as a result of the arcing event. No photographic images of the device or a video recording of the procedure are available for isi review.